Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post op device interrogation it was noted another manufacturer's left ventricular (lv) lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedance measurements between 1900 to 2000 ohms. It was noted that the impedance reading had been high since implant. At implant the reading was 1920 ohms. At this time the plan was to continue to monitor the patient as the other manufacturer noted this impedance reading was within normal limits. No adverse patient effects were reported.